Event description:
The facility reports while the pt was in the sling, the nurse pulled the hoist backwards away from the bed, holding the hanger handle to steady the pt at the same time. The hoist toppled over to the left hand side. Both nurses took the weight of the pt. No injury to the pt was reported, but both nurses have complained of neck and shoulder pain.